Event description:
During procedure surgeon attempted to activate novasure disposable device, which did not properly activate. Disposable device removed from pt and new device opened and surgeon was able to finish procedure.